Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook gunther tulip filter. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook gunther tulip filter. Expiration date: unknown as lot# is unknown. Mfg date: unknown as lot# is unknown. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.